Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2016-06458 the patient received two leads model 3183 with the same lot number. The patient alleges the scs system did not provide effective stimulation. Reportedly, surgical intervention was undertaken on (B)(6) 2016 during which time all leads were explanted and replaced with 2 new models. In turn, the ipg was electively replaced with an updated model during the same procedure.